Event description:
It was reported that the user inserted two infusion set connectors upside down, causing them to become stuck and requiring replacement connectors to continue therapy; this reflects an infusion set deployed incorrectly/connector not attached correctly, with the relevant component being the cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.